Event description:
It was reported that the caller reports a loss of therapeutic effect. Caller was the patient¿s mom. Caller states the patient has been hospitalized a couple of different times. Caller states the patient has been having seizures and they can't figure out why seizures were happening. Caller states the patient has had a cat scan, but now hcp(healthcare provider) would like to perform an MRI. Caller states the MRI was related to the patient seizures, not to the patient device. The caller was asked if the hospitalizations were related to the patient¿s enterra device. Caller states they were related to the patient device. Caller states the patient was struggling with his gastroparesis, so it was not well controlled. Caller states they were going to do a secondary surgery to remove stomach flap, but before they can do that, they need a diagnosis on these seizures. Caller states he was hospitalized in (B)(6) 2014 in (B)(6), then again in (B)(6) 2014 and then recently re-hospitalized this month (B)(6) 2014. The caller was asked regarding the patient struggling with his gastroparesis and that it has not been well controlled. The caller was asked has this been going on since the device was implanted. Caller states the device did work for the patient for a while after implant. Caller states the patient just had his yearly review and they re-did the stomach emptying test and it showed that it was doing well at the two hour, but it was failing at the four hour. Caller states the patient was still experiencing all the symptoms. Caller states the patient seemed to be doing well about 6 months after implant of device, the patient was making strides and the patient was getting better, appetite was back up, gaining weight, then it seemed the patient reverted right back to having issues and the patient was not getting the relief that he was before, even with increase in medications. Caller states the patient was doing well 6 to 8 months after implant. Caller states the patient seemed to be doing well, the patient had a 3 month window where he was not hospitalized at all, blood sugars were controlled really well, appetite was there, was able to eat more frequently the smaller meals, seem to be having more normal bowel movements, then within about a month after that the patient started declining again. The device stopped working for the patient about 9 months after implant. Additional information received reports the cause of the device was unknown.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(6), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).